Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure coil that migrated/located coil in pelvis when she has pain") in a female patient who had essure (batch no. 637215) inserted. The patient's past medical history included multigravida (gravida 7), parity 3, spontaneous abortion (spontaneous abortion: 3), termination of pregnancy (voluntary termination of pregnancy: 1) and overweight. No last delivery via cesarean section. No abnormal uterine findings prior to insertion. No complaints immediately after insertion. Patient was advised not to rely on result of confirmation test. Previously administered products included for an unreported indication: analgesia. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: the insertion was easy. She had cervical dilatation during insertion. On (B)(6) 2009, only one left coil is visualized. Essure was not removed. Planning surgery to remove coils. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2009: did not confirmed tubal occlusion. X-ray - in 2017: located coil in pelvis when she had pain. Most recent follow-up information incorporated above includes: on 23-oct-2017: follow up received via uterine/tubal perforation questionnaire. Event pelvic pain was added. Patient's demographics were added. Historical conditions were added. Lab data was added. Essure insertion date was added. Essure lot number was added. Essure was ongoing at the time of the report. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a gynecologist and describes the occurrence of device dislocation ("essure coil that migrated/located coil in pelvis when she has pain/coil in posterior cud sac") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 38-year-old female patient (gravida 7, para 3) who had essure (batch no. 637215) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3, habitual abortion (spontaneous) (spontaneous abortion: 3), termination of pregnancy (voluntary termination of pregnancy: 1), overweight and cryocautery of cervix. No last delivery via cesarean section. No abnormal uterine findings prior to insertion. No complaints immediately after insertion. Patient was advised not to rely on result of confirmation test. Previously administered products included for an unreported indication: analgesia. Concurrent conditions included breast feeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removed via laparoscopic method). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and abdominal pain had resolved and the pregnancy with contraceptive device outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation and pregnancy with contraceptive device with essure. The reporter commented: the insertion was easy. She had cervical dilatation during insertion. On (B)(6) 2009, only one left coil is visualized. Right tube was not seen patent. Uterine findings prior to insertion is right ostim covered. Position of essure in right tube is not seen - tube patent diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on 28-sep-2009: did not confirmed tubal occlusion. X-ray - in 2017: located coil in pelvis when she had pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2018: device removal date (B)(6) 2018 added and pregnant with essure micro-insert and abdominal pain and device ineffective added as a event and outcome of device dislocation was added as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ("essure coil that migrated/located coil in pelvis when she has pain") in a female patient who had essure (batch no. 637215) inserted. The patient's past medical history included multigravida (gravida 7), parity 3, habitual abortion (spontaneous) (spontaneous abortion: 3), termination of pregnancy (voluntary termination of pregnancy: 1) and overweight. No last delivery via cesarean section. No abnormal uterine findings prior to insertion. No complaints immediately after insertion. Patient was advised not to rely on result of confirmation test. Previously administered products included for an unreported indication: analgesia. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: the insertion was easy. She had cervical dilatation during insertion. On (B)(6) 2009, only one left coil is visualized. Essure was not removed. Planning surgery to remove coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: did not confirmed tubal occlusion. X-ray - in 2017: located coil in pelvis when she had pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2017: quality safety evaluation of ptc: unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.